Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited loss of capture when positioned in the mid-septum. The lead was then repositioned to the apex, where it showed high pacing impedance, high threshold, and under-sensing. The lead was not used and replaced during procedure. The patient was discharged post procedure.

Manufacturer narrative:
The reported events of failure to capture, high pacing lead impedance, and undersensing were confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil to be over-torqued with three inner coil filars broken/separated at the connector region consistent with procedural damage. Shorting between inner and outer coil conductor paths was found at the connector region. The cause of the reported events was isolated to the inner coil being over-torqued and three inner coil filars broken/separated consistent with procedural damage.

Manufacturer narrative:
Correction: section d4 - the correct serial number should have been (B)(6) rather than (B)(6).